Event description:
It was reported, the patient's stimulation was turning off by itself and experienced a shocking like sensation at the ipg site. The patient underwent surgical intervention where her ipg was replaced with a new one, which resolved the issue.

Manufacturer narrative:
This ipg serial number was included in multiple field advisories. Recall: 1627487-05242011-002-r, 1627487-07262012-002-r & 1627487-12192011-003-r. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.